Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed through the si joint in the patient's spine in a different position than desired with navigation involved, although according to the surgeons: the deviation of the k-wires placed with the aid of navigation was detected by the surgeons with intra-operative fluoroscopy before finalizing the surgery, and these placements were corrected at the very same surgery before inserting the si screws following the k-wires. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 45min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the two k-wires placed with the aid of navigation through the si joint deviating by ca 3cm in the superior direction, was: an unintended rotational movement of the non-brainlab c-arm during the patient scanning procedure with automatic image registration of the current patient anatomy to the navigation, that was subsequently accepted for use with navigation. The log files of the non-brainlab c-arm were inspected by a manufacturer representative after the surgery and indicated an open brake that allowed the c-arm to rotate laterally during the scanning procedure, causing an inaccurate automatic image registration to navigation. Apparently, the resulting deviation between the in the navigation displayed registered patient scan and the actual patient anatomy during the surgery was not recognized by the user with the appropriate and necessary navigation accuracy verification of the registration and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the sacrum and sacral spine for a fixation of a trauma fracture of the right sacrum, with intended placement of 2 right side si (sacroiliac) joint screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in supine position, attached the navigation reference array with the 2-pin fixator and 2 schanz pins on the left iliac crest, contralateral to the fracture. Acquired an intra-operative c-arm scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Fused a formerly existing CT scan to the registered c-arm scan in the navigation. Used the navigated drill guide 5.0mm with a reduction sleeve to drive the k-wire 2.8mm with a power drill through the guide from the ilium to the sacrum, aimed at vertebra s2. Verified the placement of the k-wire with intra-operative fluoroscopy (x-ray shots), and determined that the k-wire placement deviated and was placed into vertebra s1 instead of s2. Placed the second k-wire with the same navigated method from the ilium to the sacrum, aimed at vertebra s1. Intra-operative x-rays after placement showed that the second k-wire also deviated and was placed outside of vertebra l5 instead of s1. Both k-wires placed deviated by ca. 30mm cranial from their intended positions. Decided to continue the surgery with conventional methods without the aid of navigation, and to re-place both k-wires to their correct locations before inserting the si screws following the k-wires. Completed the surgery successfully as intended, and closed the patient. According to the surgeons: the deviation of the k-wires placed with the aid of navigation was detected by the surgeons with intra-operative fluoroscopy before finalizing the surgery, and these placements were corrected at the very same surgery before inserting the si screws following the k-wires. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 45min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.